Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the placement difficulties were noted during the implant procedure of the pacing lead. It was noted that the screwing mechanism was broke. The lead was never implanted and was replaced. No patient complications have been reported as a result of this event.